Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please provide more details for "a cut was made with no staple formation"? When firing was initiated staples are formed appropriately but for the last 20 mm of reload the knife advanced with no staple formation. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Malformed and some not visual. Were there staples missing from the staple line? Yes. Could you please clarify if there were any patient consequences? Increased hospital stay for monitoring. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Extra hospital stay plus difference in food diet. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any unusual noises heard during firing? During the last 20mm of firing, were staples present in tissue but not formed? Did this occur on one or both sides of the cut line?

Event description:
It was reported that the reload was opened and loaded to the gun long60a, the surgeon grabbed the stomach tissue, closed the gun, 15 seconds waiting time, then he initiated the firing process, after completing the firing, a cut was made with no staple formation. The same long60a was used in the procedure before and after the incident and functioned properly.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2021. Additional information was requested, and the following was obtained: were any unusual noises heard during firing? No, the reload was never fired. During the last 20mm of firing, were staples present in tissue but not formed? No, the reload was damaged before initiating the firing. Did this occur on one or both sides of the cut line? The reload was never fired.